Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 99 mg/dl, and the meter bg reading was 51 mg/dl. The customer delivered a food bolus while having 1.88 units of insulin on board (active insulin in the body) which caused the customer's bg level to decrease to 49 mg/dl. Due to the inaccuracy, there was no cgm reading available which prevented the basal feature from suspending insulin. The customer manually suspended pump therapy and consumed sugar to treat bg level. A root cause could not be determined. A replacement sensor was sent to the customer.